Event description:
Consumer was laying on heating pad when she smelled burning and realized her heating pad was smoldering resulting in damage to her comforter. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.